Event description:
Left total hip replacement with depuy components performed in (B)(6) 2015. Pain returned to hip in (B)(6) 2016. No fevers or wound drainage, but c-reactive protein, sed rate, and wbc's were elevated. Night sweats present. Developed trendelenberg gait. Xrays were negative and exam showed no signs of loosening. Repeat xrays and lab tests remain unchanged (normal xrays, elevated labs) and clinical findings unchanged x 9 months until hip joint aspirate was positive. To operating room for left total hip revision. Upon internal exam, a bulging pus pocket (softball size) was noted. Behind this was necrotic tissue. Approximately 2/3 of the gluteus medius was necrotic. Cultures were obtained and grew e coli. All original hardware was removed. Debridement of soft tissues and bone with aggressive antibiotic washout was performed. Prostalac device with tobramycin and vancomycin putty was placed temporarily. Pt treated with IV antibiotics while in hospital x 1 week, followed by IV antibiotics x 8 weeks at home. Now on oral antibiotics for at least one year, possibly lifetime depending on repeat lab tests and clinical exam. Expect that temporary prostalac device will need to be replaced with a permanent device in 2 years, pending patient outcomes. Medical team suspects e coli infection was seeded during the original surgery in (B)(6) 2014. Trendelenberg gait is attributed to necrotic gluteus medius. Aggressive physical therapy has regained strength in remaining muscle tissue and trendelenberg gait is no longer present. Patient can currently ambulate without the use of dme.